Event description:
During review of the pt's vns programming history, it was noted that faulted diagnostics test occurred on (B)(6) 2010 that resulted in a change in the pt's programmed settings. A final interrogation was not performed to verify that the pt's settings were as intended when he left the physician's office. The unintended settings were not discovered until the pt's next visit on (B)(6) 2011 when they were corrected. No adverse events have been reported as a result of the change in settings. The physician has been made aware of the manufacturer recommendation to perform final interrogations at the end of every office visit to verify the pt is at the intended programming settings.

Manufacturer narrative:
Analysis of programming history.